Event description:
This is a report of a patient who experienced an unspecified ¿bacterial infection related to dialysis¿ and subsequently passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was unknown. The patient was hospitalized for the bacterial infection. Treatment and patient outcome of the bacterial infection event was not reported. It was reported that the patient was transferred to hospice care and passed away on the same day. Pd therapy was discontinued approximately one month prior to the time of death. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.